Event description:
It was reported that after two years the battery was depleted. It was alleged that the device's longevity was too short, despite the high output settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Concomitant products: 4076, implantable pacing lead,- implanted unk. A 4554, competitor implantable pacing lead, implanted unk. A181, competitor implantable tachy lead, implanted unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.